Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with right ventricular (rv) lead was in septic shock. The patient was then treated with medications and a central line has been placed. Additional information obtained from the field which indicated that laboratory tests were performed and queries have been placed to clarify device involvement. The right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information indicated that the patient had sepsis and this right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.

Event description:
Additional information indicated that the patient had (B)(6) bacteremia that was based on blood cultures. No additional adverse patient effects were reported.